Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal markerband. The first row of stent struts at the proximal end were also damaged & distorted. This type of damage is consistent with resistance being experienced during withdrawal of the system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified coronary artery. A 32 x 2.25mm promus premier stent was advanced to the lesion but was unable to cross due the severe tortuosity of the lesion. The physician removed the device and noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified coronary artery. A 32 x 2.25mm promus premier¿ stent was advanced to the lesion but was unable to cross due the severe tortuosity of the lesion. The physician removed the device and noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.